Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 15423 was returned and analyzed. Visual inspection of the balloon catheter was performed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection." During inspection and pressure testing of the guide wire lumen at the balloon segment, a guide wire lumen breach was observed 0.33 inches proximal to the catheter tip. The breach was most likely caused by excessive heat applied to the heat shrink tubing during the assembly process. In conclusion, the balloon catheter failed the returned product due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.